Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the nurse tried to connect the reload to the device, however it was noticed that the size of reload was wrong. Then they connected the correct reload to the device, and the surgeon fired the device, however the tissue was only resected but was not stapled. Staples went into pieces, and they came off the cartridge. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue and there was tissue damage. It was also reported that less than 200cc of bleeding occurred as a result of the issue. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted to the instrument. The loading unit was received fully applied and engaged in interlock. Microscopic evaluation of the anvil noted staple strike marks in the anvil buckets. No damage was noted to the knife blade. The cartridge cover was disengaged and missing from the cartridge. Functional testing was precluded due to the observed condition of the loading unit. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.